Event description:
A pt reported blood glucose results of 149 mg/dl and 117 mg/dl with a lifescan meter, performed within 5 minutes of each other. A check strips tests was performed and the result fell within specifications. The pt also tested on a family member one touch basic and obtained a reading of 133 mg/dl. Meter and test strips were replaced.